Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient lost sensations in her legs after the lead was successfully placed. The lead was removed and a laminectomy was performed. The patient is stable, regained all sensations, repeated the trial, and went on to have an ipg implanted. There have been no further reports of complications.